Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# n372953, implanted: (B)(6) 2013, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that they walked into a college campus and the power on their device went way up. It felt like the stimulation increased. The patient was indicated for non-malignant pain.